Manufacturer narrative:
(B)(4).

Event description:
The patient's son called and said that the patient had erroneous results when tested with a coaguchek xs meter. The serial number of the meter was asked for, but not provided. A fingerstick sample from the patient was tested on the meter and the result was 1.3 inr. The same fingerstick was used to obtain a new sample for a second test and the result from this test was 1.8 inr. Another fingerstick sample from the patient was tested on the meter and the result was 1.4 inr. All measurements were performed within minutes of each other. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient's therapeutic range was asked for, but not provided. The son said he sticks the patient's finger before inserting a strip into the meter. Blood was not applied to the test strip within 15 seconds. The meter has not been cleaned. The patient is anemic, with a hemoglobin of 8.5. No units of measure were provided for the hemoglobin value. The patient does not have antiphospholipid antibodies. The patient is not on heparin and has had no changes in coumadin medication. The patient has not received any new medications. The patient has had no changes in diet or illnesses. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 194491) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80) at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter and master lot test strips tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.1 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 44%. Donor 2 hct: 56%. Testing results: donor #1: master lot: 3.2 inr. Master lot strip & customer meter: 3.1 inr. Donor #2: master lot: 2.2 inr. Master lot strip & customer meter: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.